Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings: a review of the black box data showed multiple replace battery (128) alarms. The pump¿s voltage was not high at the time of the alarm. During testing, the pump emitted a 128 alarm during the rewind step. The pump case was cracked near the top right corner of the display. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.